Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2016-00262, 1627487-2016-00263. It was reported the patient experienced uncomfortable stimulation through her scs system (date of event unknown). In turn, the patient turned the system off. Surgical intervention may be taken at a later date to address the issue. The patient received two leads (model #3146) with same lot number (3795848).